Manufacturer narrative:
H6: investigation summary : one photo as sample was received and analyzed by our quality team. The photo alone does not present the leak described and the complaint cannot be verified. The physical sample would be required to properly analyze this set. The root cause is unknown due to inadequate information. A device history record review for model mz1000-07 lot number 22125378 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked. The following information was provided by the initial reporter: customer reported the extension IV tubing and luer lock involved in an chemo spill.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked. The following information was provided by the initial reporter: customer reported the extension IV tubing and luer lock involved in an chemo spill.